Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. It was also reported that pod was not sticking well. As treatment, the patient was able to successfully activate a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The length of soft cannula was observed to be within specification. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. The data downloaded from the device showed timeouts towards the end of the run. An 0x5f alarm was generated indicating possible open ground due to disconnect at the hook. Inspection of the hook and hook post spring found no damages or defects. The shelf mode current was observed to be out of specification. The pcb was inspected, and no damages or defects were observed. The exact cause of the generated alarm could not be determined.